Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) was defective. When removing the introducer from the aorta , the umbrella came out with it, because it probably didn't unfold properly. According to the users, all steps were carried out correctly , the seal probably did not unfold after being placed in the aorta. There was little bleeding in the ml range. A new heart string was inserted. There was no harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 10/27/2022. An investigation was conducted on 11/03/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety on, which prevents the white plunger from being depressed. The seal was observed in the loading device window, with a slight crack on the outer rung of the seal. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties. The inner part of the seal was observed to be slightly unraveled. The outer two rungs of the seal were observed to be cracked as well. The seal was not attached to the intact tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.216inches ((B)(6)). The length of the delivery tube was measured at 2.50 inches ((B)(6)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to unfold or unwrap" was not confirmed, but the analyzed failures "fitting problem", "detachment of device or device component" and "crack seal" was observed. The lot # 3000252562 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.